Event description:
A falsely elevated troponin result was obatined on the dimension rxl analyzer. The result obtained was 3.17 ng/ml. The result was reported to the physician. A subsequent redraw was run. The troponin result was 0.00 ng/ml. Although patient treatment was prescribed and altered, there was no adverse health consequence. Data analysis from the instrument is consistent with a sample integrity issue.

Manufacturer narrative:
No further evaluation of the device is required. Data analysis from the instrument shows a variance in chrome readings with the sample. This is consistent with a sample integrity issue and is probably due to fibrin. The IFU for dimension ctni flex reagent cartridge contains the following information: "specimens should be free of particulate matter. To prevent the appearance of fibrin in serum samples, complete clot formation should take place before centrifugation." The patient was admitted to the ICU. The patient was treated with nitroglycerin (vasodilator) and lovenox (anticoagulant). This incident is not considered an adverse health consequence, especially since the patient's blood pressure was being monitored in the ICU.